Event description:
The following has been reported by customer: "trouble with the air bubble alarm today - it was the same bedside with recurrent air bubble alarm issues over the weekend. The situation was that the nurse went down to a CT scan on a norepi @0.3mcg/kg/min and the norepi IV line got pulled ( not completely but I believe maybe tugged?) And then the air bubble alarm was noted by the rn. When she advanced the air, she was unsuccessful in clearing the alarm and I believe it was a small sized air bubble. She decided to take it out from the pump and primed it out by gravity- successfully removing the air bubble. Then when she reinserted the line back to the pump and attempted to restart the infusion she was unsuccessful. She said the line would not pass the osc test. At this point, there were no air bubbles in the line. The other rn who was assisting the travel was able to resolve the alarm by turning the pump off and then back on, however resulted in losing the programming. " additional information: patient was connected to the pump at the time of incident. No harm to patient reported. Customer indicated "I confirm that no adverse effects occurred to the patient. There was a brief drop in bp but still able to maintain a safe map of 80mmhg". Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and an inernal CAPA dealt with the issue of defective air sensors. Some problems have been corrected, but a new internal CAPA (opened in 2025) has been opened to investigate other possible causes of air sensor failure. Device log history was reviewed. Several air alarms were identified (14 at the date of the event) but although this could confirm the reported event (air in line), those information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. The reported device was received in brézins for investigation. Nothing was noticed during external visual check. During device log review, from (B)(6) 2025 at 23:37:08 to (B)(6) 2025 at 15:25:30, the "air alarm" is triggered at 14 occurrences (and cleared at 14 occurrences). However, this is a functional alarm that should trigger if there is air in the set, without being present at the time of the event, we can't say whether it's a defect in the device. See attached investigation report for details of infusion setting and infused volume. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Quality control was performed and no technical or functional issue was detected. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not confirmed. However, be informed that more recurrent air alarm issues have been investigated after software upgrades to 4.2 or 4.3 by r&d team. It has been shown that the air detection levels of the last soft (sw. 4.2 and 4.3) have been lowered in order to better detect small bubbles (<10l) which works very well with new versions of air sensors. The issue is that with slightly older air sensors, the detection threshold is too close to the limit, too sensitive.therefore, several actions are being carried out. An fsn has been sent, fresenius kabi recommends to all customers: · when relocating pump stations, always move the rolling stand itself, rather than pulling on the tube sets. · when installing tube sets, to use the hook on the left side of the pump housing to secure the tube set and keep it in place throughout the infusion. A software correction to prevent from these false air alarms is in preparation. A hardware investigation is also underway on the air sensors in the field via an internal CAPA. We remind you that before upgrading, it is important to follow the tsb0455. This complaint is considered as not confirmed, and the root cause could be related to a software issue. This complaint is considered as: not confirmed. The trend is: abnormal.